Manufacturer narrative:
Although the device is not available, the lot history is pending.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported it was stated in the report that there is a rubber/plastic end on the yellow side of the tego completely being pulled out when patient is disconnected from the dialysis line. It was also mentioned that when patient is disconnected from machine and put in recirculation, line and tego are disconnected from each other. Also once treatment is over and patient is disconnected from line and tego the plastic/rubber has come out of the yellow end of tego. The patient status was remained unchanged and patient was not harm. Due to contamination the product was disposed.

Manufacturer narrative:
Four hundred new. List #d1000, tego¿ connector were returned for evaluation on 9/23/2025. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken, and one time connected with a new 10ml bd syringe, no seal damage, anomalies, torn seal condition were observed after disconnected. Complaint of holes/cuts/torn cannot be confirmed or replicated. Lot history review was conducted and non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device evaluation was updated: four hundred (400) new. List #d1000, tego¿ connector were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken, and one time connected with a new 10ml bd syringe, no seal damage, anomalies, torn seal condition were observed after disconnected. Even though the returned samples met the functional test, and no damage or anomalies were observed, complaint of holes/cuts/torn can be confirmed, based on the DHR lot review, this same lot have been reported and confirmed for a similar failure mode. The probable cause of the rubber/plastic end on the yellow side of the tego completely being pulled out/disconnected from the line is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record lot#14015463 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.